Event description:
The customer contact reported a tubing rupture while in use with a power injector. The tubing set was being used with a power injector to deliver optiray contrast media at a rate of 3ml/sec to 5ml/sec. During the initial injection of contrast media, the tubing ballooned and split at an unspecified location. It was reported that contrast leaked onto the pt and an unspecified amount of blood loss was noted. The tubing set was clamped. The tubing set and the patient's catheter were replaced and the procedure was completed. The contrast was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.